Event description:
In angio cath lab, during exchange of sheath in abdominal aorta-gram with stent placement and pta, a piece of stent was noticed on removed sheath. A piece migrated causing bleed and necessitating operation room for removal of piece and hemostasis. (Right external iliac stent)